Event description:
It was reported that one month after an epistaxis procedure using rapid rhino 750 epistaxis device, the pt presented with inflammatory reactive mucous membrane, clotting in the anterior nose and discoloration of the membrane. The doctor is unsure whether this was caused by the rapid rhino device, or something else. No further information was provided concerning the treatment of this issue; however no further complications have been reported regarding this event.